Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "postoperative bone fracture and pain."

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Subsequently, patient is experiencing pain and difficulty walking. There has been no reported revision procedure to date.